Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. H3 other text: device not yet received.

Event description:
The distributor reported on behalf of their customer that the device, tn190-127-05, mclass osc saw blade 19mm x 1.27mm (0.050 inch) x 105mm, was being used during a total knee arthroplasty procedure on (B)(6) 2024 when it was reported, ¿it was reported that this blade broke in the middle part during use.¿. Further assessment found that the device fragmented into the patient and the fragmentation was retrieved with a ¿forceps-like¿ instrument. There was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Examination of the returned used blade, item tn190-127-05 found blade damaged broken off at the shaft and damage teeth. Broken pieces were returned for evaluation. Root cause cannot be determined, however, based upon evaluation of the device; a possible cause of this event could be excessive force. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 20 complaints, regarding 20 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to always inspect for bent, dull or damaged blades or burs before each use. Do not attempt to straighten or sharpen. Do not use if damaged. Do not use saw blades to pry, remove bone grafts, or as a leverage point. Do not apply excessive bending or twisting force to blade. Patient or user injury may occur. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of their customer that the device, tn190-127-05, mclass osc saw blade 19mm x 1.27mm (0.050 inch) x 105mm, was being used during a total knee arthroplasty procedure on (B)(6) 2024 when it was reported, ¿it was reported that this blade broke in the middle part during use.¿ further assessment found that the device fragmented into the patient and the fragmentation was retrieved with a ¿forceps-like¿ instrument. There was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.